Event description:
It was reported after the valve was implanted, follow-up echos showed elevated gradients and possible aortic stenosis. Re-operation was performed and the valve was replaced with a 25 mm valve from another manufacturer. Upon explant, the bioprosthesis showed good leaflet mobility, no calcification, and a small amount of pannus on the outflow side of the cusps. The patient was reported to be doing well postoperatively.